Manufacturer narrative:
Additional information : the device was received for evaluation. During visual inspection, the 2pll was observed missing and the solvent bridge at the tubing bonding area indicated solvent was applied sufficiently during the assembly process. The reported condition was verified. The separation occurred during product setup/preparation is attributed to a user error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a solution administration set had a disconnected tube. This was observed during setup/preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction to the previously submitted: evaluation conclusion code: from 61 corrected to 4315. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.